Event description:
It was reported while using unspecified bd insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: patient informs us that when air is initially pushed out of the cannula tip, a drop of fluid forms. This is the case with 4-5 syringes out of 50 used.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: patient informs us that when air is initially pushed out of the cannula tip, a drop of fluid forms. This is the case with 4-5 syringes out of 50 used.